Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a follow-up in-clinic. Upon interrogation, the atrial lead exhibited low pacing impedance and noise oversensing that led to inappropriate automatic mode switch. The physician alleged insulation breach. The physician successfully capped and replaced the lead on (B)(6) 2020. The patient was in stable condition.